Event description:
It was reported that a user experienced recurrent low blood glucose during nighttime while using the ilet and requested guidance on changing device settings; the agent could not provide medical advice and offered training resources, which the user declined. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. Symptoms included sweat, shakiness and disorientation, consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that the event was user-reported hypoglycemia with undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.